Event description:
There is a serious issue with the acuvue oasys silicone/hydrogel contact lenses. This needs to be investigated and the item pulled from the market. I have been using contacts with no issues for the past 30 years. In (B)(6) 2011, I was told to start using the new oasys lenses because they will allow more air to enter my eye. Within one day of using them I developed severe dryness, redness, and development of mucus that made me think I had an infection. I removed the lenses and the symptoms went away. I went back to using my previous brand acuvue2 and had no issues. Two days ago I mistakenly used the oasys lenses. I had a year's supply that I spent (B)(6) dollars for and could not use. Within a day my eyes swelled up to the point of being almost completely closed. I used cold compresses to reduce the swelling and spent a very long time trying to remove the lenses. I had developed another severe reaction on my eyelids with accumulation of pus and mucus. I am still unable to use my contacts and have also developed an issue with light causing me to stay inside. I have also lost some of my ability to see up close. I am hoping that this will resolve itself soon. I have looked into issues with this product and have seen exactly the same problems experienced by others. This is causing a very dangerous situation that can result in permanent damage. Please look into this product. Date of use: (B)(6) 2011 and (B)(6) 2012. Event abated after use: yes. Event reappeared after reintroduction: yes.